Event description:
It is reported that a customer received multiple alarms on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they received a low reservoir alarm in the middle of the night when they still had 50 units of insulin in their reservoir. The customer was assisted with turning off the auto off alert feature. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.